Event description:
It was reported that while using the product, the customer experienced their wound getting worse and tripling in size over a 4-day span. It was also reported that the wounds bleeding increased. The customer was advised by their doctor to discontinue use of the product on (B)(6) 2015. At the time of this report the patients wound had improved however, the wound has some kind of foam patch on it.